Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); product type: implant date n/a; explant date n/a citation: voldrich, r., charvát, f., malík, j., netuka, d. Evaluating the role of onyx embolization in the management of spinal dural arteriovenous fistulas: a 20-year single-center experience. World neurosurgery 198 2025. Doi: 10.1016/j.wneu.2025.124016 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: evaluating the role of onyx embolization in the management of spinal dural arteriovenous fistulas: a 20-year single-center experience. The time frame of this study was: 2004 to 2024. Multiple manufacturers¿ devices were used in the study population. The following medtronic devices were used: onyx liquid embolic was used as the sole liquid embolic agent in 42 out of 50 cases. A combination of onyx and n-butyl cyanoacrylate (nbca) was used in 2 additional cases. Additionally, a marathon microcatheter and mirage microwires were used in an unknown number of cases. No deaths were reported in the study population. There were no endovascular treatment (evt) complications. No major complications or procedure-related morbidity were observed in the endovascular cohort, and no access-site complications requiring surgical intervention were encountered. Among patient adverse events included: in one case, the dominant feeder was unintentionally occluded with a detachable-tip microcatheter during evt approach. In 12 (24%) cases, the liquid embolic agent did not reach the draining vein. In 2 (4%) cases, the draining vein was not reached during the initial evt, and there was no improvement in follow-up imaging or clinical symptoms. Therefore, early repeat angiography was indicated, which in both cases revealed fistula maturation with a new access route, enabling complete occlusion. In cases of incomplete evt, 6 (50%) patients experienced symptomatic recurrence after a temporary improvement, leading to open surgery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that non of the adverse events mentioned in the article related directly to any medtronic products. They did not observe any device failure attributable to a medtronic manufacturing defect. The event followed extensive manipulation, and there was no worsening of the patient's clinical outcome. There were no specific cause such as resistance that led to the tip detachment. No additional preventive steps were required for the tip detachment; an alternative endovascular therapeutic approach was chosen.